Event description:
Patient's mom reports that the patient swam for the first time with the pump last night and this morning the pump canceled bolus with button press without being touched and now will not respond to presses at all. She claims that the up, down and ok buttons are not responding at all. Denies holes/tears/peeling to keypad, denies cracks to casing or display. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete, a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the complaint of an unresponsive keypad: all of the buttons are responsive. The pump has a display lens leak in the top right corner.